Manufacturer narrative:
Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Customer alleged back-to-back results from their meter compared to a professional system. No additional information is available regarding the professional system; no further assessment/statement will be made concerning the meter to professional system comparison. Iu manually reviewed the meters memory for the values obtained by the customer on the alleged dates of (B)(4) 20 13 and observed several instances where a low bg value was followed up by a manual bolus entry. The bg records reviewed were all under the programed hypo warning limit, so no bolus advice would be given with the value produced. Iu has concluded user manually entered carb value immediately after bg test to generate bolus advice and confirmed that amount on the meter. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. The customer's allegation of questionable bolus advice results was not observed during the investigation of the returned product. This case is set to not verified based on the iu's investigation of the customer's allegation.

Event description:
Patient reported questionable bolus advice on the blood glucose monitor which led him to severe hypoglycemia. Patient stated on (B)(6) 2013 at 07:30 am his blood glucose level was 3.1 mmol/l (56 mg/dl), bolus advised 10 units, took insulin, and at lunch time his blood glucose level was 4.2 mmol/l (76 mg/dl). Patient reported that on (B)(6) 2013 at 07:30 am his blood glucose level was 3.6 mmol/l (65 mg/dl), bolus advised 9 units, took insulin and then at lunch time his blood glucose level was 4.6 mmol/l (83 mg/dl). Patient stated on (B)(6) 2013 at 07:30 am his blood glucose level was 3.2 mmol/l (58 mg/dl), bolus advised 10 units, took insulin and then at lunch time his blood glucose level was 3.4 mmol/l (61 mg/dl). Patient reported on (B)(6) 2013 at 07:30 am his blood glucose level was 2.6 mmol/l (47 mg/dl), bolus advised 10 units, took insulin and went into a hypoglycemia. Patient stated he passed out and his wife called paramedics and gave him some glycoside. Patient reported the ambulance measured his blood glucose level with their meter after arriving and the result was 1.4 mmol/l (25 mg/dl); brand of ambulance meter is unknown. Patient stated he was treated by the paramedics with an intravenous glucose infusion. Patient reported later his blood glucose level went up to 4.2 mmol/l (76 mg/dl) before the paramedics left him; no admittance to hospital. Patient's normal blood glucose range was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.